Event description:
Patient at risk as she was not able to get up by herself, but would attempt to do so. Placed on low bed. Facility reported that mattress over-inflated and the resident rolled out of the bed and hit her head. She was transported to the emergency room for stitches. Facility reported that they do not know if the mattress contributed to her fall or not.

Manufacturer narrative:
Malfunction of the device verified as failure to rotate, over-inflation of the air system was unconfirmed. A worst case condition allowing maximum inflation of the system was accomplished with disengagement of the built-in safety mechanisms to include the pressure regulator and pressure relief valve. The jacket that contains the air system maintained the inflation height such that it would not cause a patient to roll out of bed. If a patient is lying close to the edge of the mattress, or attempting to get up when unable, the person could fall or roll off the mattress as with any mattress.